Event description:
The customer reported: the patient presented broncho aspiration. No problem identified during the insertion. Customer reported that since the placement of the tube it has been observed that the external cuff is deflating gradually. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed no additional harm to the patient.

Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.